Event description:
During mechanical thrombectomy for acute stroke, the distal tip of zoom 55 catheter tip separated. After successful recanalization, it appeared that the catheter tip was retained in the thrombosis and ultimately migrated; resulted in m1 occlusion. Many attempts to retrieve catheter tip with a variety of strategies were unsuccessful. An aristotle 24 guidewire used to try to obtain the broken tip also fractured and contributed to the occlusion. Occlusion could not be cleared.